Manufacturer narrative:
(B)(4) major bleeding (post-perioperative). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Based on the available information, no conclusion can be made regarding the root cause; however, clinical factors, patient comorbidities, and pharmacological factors are known to potentially contribute to these types of events. The instructions for use (IFU) addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported form the us that a patient was seen in the vad clinic on (B)(6) 2016 with no signs or symptoms of bleeding and inr of 2.4. Patient was on aspirin and coumadin at the time. Coumadin was stopped for (B)(6). On (B)(6) 2015 the patient was seen at another hospital in the ER for shortness of breath and weakness and had a hemoglobin of 6.2 g/dl. The patient received 2 units of prbc's as outpatient. Pt had an outpatient enteroscopy on (B)(6) 2015 which revealed "no bleeding". It was determined by the treatment team that the patient had chronic or acute anemia. Patient was going to start on monthly sandostatin injections for presumed occult small bowel bleeds. Blood work on (B)(6) 2015 revealed stable blood work hgb 8.5 g/dl, hct 28.5%. No additional information available at this time.